Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 409 mg/dl. The customer was treated with the insulin pump and it was stated that the auto mode was not active on the insulin pump during the hyperglycemia event. The customer declined troubleshooting for the hyperglycemia. The insulin pump will not be returned for the analysis.